Manufacturer narrative:
The field service engineer replaced in sodium electrode and sample probe. He ran an ise check and precision that were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen.2 results from cobas 4000 c (311) analyzer. On (B)(6) 2021, patient 1 initial sodium result was 149 mmol/l with a data flag and was reported outside of the laboratory. The patient was not feeling well and went to the ER. In the ER, the patient was drawn and the sodium result from this same analyzer was 133 mmol/l. Both sample tubes were retested on another analyzer in the laboratory. The original sample had a result of 134 mmol/l. The second sample had a result of 135 mmol/l. On (B)(6) 2021, patient 2 initial sodium result was 168 mmol/l and the repeat result was 141 mmol/l. Patient 3 initial sodium result was 119 mmol/l and the repeat result was 129 mmol/l. Patient 4 initial sodium result was 168 mmol/l and the repeat result was 136 mmol/l. Patient 5 initial sodium result was 118 mmol/l and the repeat result was 141 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot number was k6735 with an expiration date of 31-dec-2021.